Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing using test pads without duplicating the report. An internal inspection found no discrepancies. The error was cleared and did not reoccur. The pads used at the time of the report were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device did not detect the attached electrode pads complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during training by facility staff, the device displayed an "ECG fault -502" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.